Event description:
It was reported that the device presented with primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found both tamper seals broken, the top case cracked by the left front bottom corner, and visible contamination on the bottom case. Primary audible alarm background test found in pump event history log. Functional testing was performed using the power up process and infusion/occlusion test. The reported problem was unable to be duplicated. Root cause was unable to be determined. The speaker was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This MDR was generated under protocol (B)(4).